Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer went to vvi emergency mode on its own. It was indicated that the case was broken in multiple areas, and the display wouldn¿t stay up due to broken hinges. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer went to vvi emergency mode on its own. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.